Event description:
Affiliate reported that the device did not perform the zero procedure during product implantation. The pt had to wait 90 minutes for solving the problem, which was to use another same like device. No injury to the pt.

Manufacturer narrative:
Codman has received the device for eval. Upon completion of the investigation a follow up report will be filed.